Event description:
It was reported that this patient had this right ventricular (rv) lead repositioned for an unspecified reason and has been experiencing numbness and tingling down his left arm. The patient is scheduled to have an electromyography (emg) test to assist in evaluating his pain. A boston scientific technical services consultant stated that caution should be exercised during the test and magnet application could be considered. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.